Manufacturer narrative:
Investigation completed 10/27/2017. The device history records review of ref it2 lot 0198747 did not reveal any anomaly that could explain the reported event. The batch was manufactured in december 2016. No similar complaint was received for a product from this batch. A review of complaint database since 2014 for cc1p1 and related kits (it2, it2eu, ip1p, ip2p) showed no adverse trend. The licox probe was discarded at the hospital; no device investigation can be performed. From the available information, the issue occurred two days after implantation: the licox probe had a continuous fluctuating pto2 reading on the licox monitor. The probe was removed and tested on another monitor and showed the same issue. Videos were provided. Since no product was received, the complaint is unverifiable. The available information did not allow us to determine the root cause of the reported issue.

Event description:
A (B)(6) male patient suffered head injury when he fell from the scaffolding. The probe was implanted on (B)(6) 2017. The customer was trialing the product and was collecting data in addition to what they normally do. The probe has a continuous fluctuating pto2 reading on the licox monitor. The smart card was transferred to another monitor on (B)(6) 2017 by the integra sales representative and the reading continued to fluctuate. All connections had been checked and found to be ok. The oxygen monitoring was being done in the ICU post theatre implantation. There was no adverse event reported. The product will not be returned since the device was discarded.